Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the s1 lead was explanted and replaced, thereby restoring effective therapy.

Event description:
It was reported that patient was receiving ineffective stimulation and found that the s1 lead had migrated, and 3 of 4 contacts were impeded. As such, surgical intervention is pending to address the issue.

Manufacturer narrative:
B3 - date of event is estimated.